Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing system was removed due to infection. The pacing system was replaced. No further patient complications have been reported as a result of this event.